Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. Attempted to inflate balloon with 10 ml of solution and the solution immediately went into the drainage lumen in the balloon and created lumen to lumen leak. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the cuff area upon injecting water into the foley catheter during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the cuff area upon injecting water into the foley catheter during the pretest.